Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Vicryl suture is a synthetic absorbable sterile surgical suture composed if a copolymer made from glycolide and l-lactide. Implantation studies indicate that coated vicryl suture retains approximately 75% of its original breaking strength at two weeks post implantation. All of the original breaking strength is lost by five weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation.

Event description:
Consumer reports that sutures extruded three years following an abdominoplasty. The surgeon removed the sutures.